Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.

Event description:
It was reported the patient had seizure like symptoms and a return of dystonia symptoms. The patient had a seizure or a possible stroke, their right arm was contracted and their right leg was stuck, the right side of their mouth was drooping, and they could not move anything on their right side. After the issue started, stimulation was turned off and the contraction stopped. A day prior to this report, stimulation was turned up by the patient¿s healthcare professional. The hcp increased stimulation a little bit every couple of weeks to see where the patient needs to be to control their dystonia. Stimulation was left off and the patient went to see their hcp. When the hcp turned stimulation back on, the patient had the same reaction. An MRI was done and the hcp told the patient they did not have any bleeding. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0ng8z, implanted: (B)(6) 2014, product type lead; product ID 3387s-40, lot # va0ng8z, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).